Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from the patient's wife. This case concerns a (B)(6) male patient who underwent a spinal surgery and had clotting problem after receiving treatment with synvisc one. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unk date in (B)(6) 2012, the patient initiated treatment with synvisc one injection at a dose of 2 ml, every 3 wks (route, batch/lot # and expiration date: not provided) into unspecified location for ostearthritis. On an unk date in 2013 (3 months later), the patient was admitted to the hosp for spinal surgery and had a clotting problem at that time. It was reported that the patient's wife had read in the brochure that a lowered platelet count could occur and she was wondering how long that would last. Further reported, the patient had another injection of synvisc a week ago also. Action taken: no action taken. Corrective treatment: not reported. Outcome: unk for both the events. A pharmaceutical tech complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization or prolongation for both the events.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment date 04/15/2015: this initial case concerns an (B)(6) male patient who received treatment with synvisc one and was later hospitalized for spinal surgery and had a clotting problem at that time. Since, therapy was ongoing. The casual role of suspect product cannot be excluded in occurrence of the event. However, lack of detailed information about medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case.